Manufacturer narrative:
H6: investigation summary no samples were received for investigation however the customer provided some photographs of the affected sample, analysis of the photographs confirmed the customer's experience with the rotating collar of the male luer identified to have separated from the component. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for further investigation. Previous investigations have not identified any dimensional issues with the male luer or collar component which could contribute to the customer's experience. In addition the manufacturing site has confirmed that the rotating collar is semi-automatically assembled to the male luer using a validated pressing tool; the components are manually loaded into the nests and the pressing tool then applies pressure to push the components together. Each of the assembled components are then 100% inspected for functionality and assembly completeness. A review of the production records for lot 1015740 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. Whilst a definitive root cause for the reported separation could not be determined in this instance, the quality team at the manufacturing site has been informed in order to be aware of the reported feedback during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the 500-003v product in the past 12 months. H3 other text : see h10.

Event description:
It was reported that the ext set, 3 way, 2asv, 1bcv. 15cm came apart when saline was pulled through the end of the line. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I got given another one by a different technician the next day and I was reticent about the same thing happening, so I pulled the end gently with only saline in the line and it came apart again very easily."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ext set, 3 way, 2asv, 1bcv. 15cm came apart when saline was pulled through the end of the line. This complaint was created to capture the 2nd of 2 related incidents. The following information was provided by the initial reporter: "I got given another one by a different technician the next day and I was reticent about the same thing happening, so I pulled the end gently with only saline in the line and it came apart again very easily."